Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the phenomenon occurred due to the inlet fuse box got burnt. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the front panel blinked due to turret malfunction, dust was adhered to the inside of the main unit and the narrow band imaging switching did not work due to malfunction caused by deterioration of the filter turret. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera pro xenon light source exhibited no display change to narrow band imaging (nbi). It is unknown when the event was observed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the inlet fuse box was burnt. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.